Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was returned. The investigation is currently in progress.

Event description:
It was reported that the device was kinked and as a result the guidewire could not be advanced. There was no patient injury reported.

Manufacturer narrative:
It was reported that the device was kinked and as a result the guidewire could not be advanced. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the sfa. The lesion was a little calcified. The rate of stenosis was 50%. The patient was being treated for sfa occlusion. The length of the lesion to be treated was 220mm. There were no stents present within the treatment site or tracking path. A v18 guidewire and a cordis sheath were used. A contralateral approach was made. The guidewire was inserted and there was difficulty advancing the guidewire and device. Reportedly the device was never inserted into the patient. The device was easily removed in one piece. Force was required when using the device. The patient did not experience any complications as a result of the failure with the device. Another device was used to complete the procedure successfully. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. Another complaint was also raised for the same lot number. However the reported failure mode was unrelated to the issue described in this event. The device was returned for evaluation. No packaging was returned. The device arrived back without a sleeve. The hub was printed as expected and there were no visual defects observed. A kink was noted on the outer just at the strain relief. The strain relief was removed to review the issue more clearly. A break was observed on the outer just at the proximal bond. The inner was stretched and damaged from the outer bond point for a length of 245mm. The proximal marker was positioned 150mm from the outer break. A kink was confirmed at the exit of the strain relief. The balloon was bunched approx. 45mm from the distal markerband. There was no evidence that the balloon had been inflated. No visual defects were noted on the distal tip. A 0.018" guidewire was inserted into the hub of the device. There was slight resistance as it passed through the kink at the exit of the strain relief point. It travelled to a position just past the proximal markerband. From here the inner was stretched and guidewire would not proceed. The result of the investigation is confirmed. The evaluation of the returned device confirmed the kinked failure mode reported. A kink was confirmed at the exit point of the strain relief. However the functional evaluation successfully advanced the guidewire past the kinked point. The event description outlined that there were no kinks noted on the device prior to use. The evaluation did also observe a break at the proximal junction. Based upon the available information a definitive root cause cannot be determined. It is unknown whether handling (force was required when using the device) or procedural techniques contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: (a) device description the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. ¿ the hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. (B) indication for use the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. (C) directions for use. Inspection and preparation note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. ¿ apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4).

Event description:
It was reported that the device was kinked and as a result the guidewire could not be advanced. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the sfa. The lesion was a little calcified. The rate of stenosis was 50%. The patient was being treated for sfa occlusion. The length of the lesion to be treated was 220mm. There were no stents present within the treatment site or tracking path. A v18 guidewire and a cordis sheath were used. A contralateral approach was made. The guidewire was inserted and there was difficulty advancing the guidewire and device. Reportedly the device was never inserted into the patient. The device was easily removed in one piece. Force was required when using the device. The patient did not experience any complications as a result of the failure with the device. Another device was used to complete the procedure successfully. There was no patient injury reported.